Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for son that the insulin pump had a blank display. The patient's blood glucose level was 172 mg/dl at the time of the incident. Customer stated that her sons pump is not responding and has a blank display. Customers mom states she was checking his blood glucose when she noticed pump was not responding and buttons are unresponsive. The customer was assisted with troubleshooting and the display did not return. Customers mom states she has replaced the battery with a new one and pumps display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test and displacement test or verify button/keypads unresponsive due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.